Event description:
A zoll patient service representative (psr) called zoll customer support to report that a (B)(6) old male pt was receiving a service code 204 and the monitor-electrode belt connector was damaged. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204, belt connector damaged) has been confirmed. Upon evaluation, the electrode belt connector was snapped from the monitor casing, causing the service code 204. The root cause for the damaged belt connector could not be positively identified but was likely physical abuse. No adverse event resulted from the damaged belt connector. The pt received a replacement monitor.